Event description:
Patient was prescribed and administered durolane injection bilateral knees on (B)(6) 2022; she experienced exacerbation possibly from durolane injection; increase pain/tender to touch, swelling and rash/ red lesions on bilateral extremities; no relief with benadryl, taking medrol dose pak; she missed a week of work and planned activities due to the exacerbation/reaction (has returned to work today (B)(6) 2022). Therapy is not ongoing.